Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of the iab kinked is confirmed. A bend was noted approximately 35.5cm from the distal tip. Although, the root cause of the bend is undetermined and the iab central lumen passed functional testing it is unknown if the bend occurred from the return packaging. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in a patient of (B)(6) in height the cardiologist found the front end of the catheter to be bent. The iab could not be inserted and a new iab catheter was successfully used. The patient outcome was reported as stable. There was no reported patient death or complications. There was a reported delay in therapy but no harm caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in a patient of 175cm in height the cardiologist found the front end of the catheter to be bent. The iab could not be inserted and a new iab catheter was successfully used. The patient outcome was reported as stable. There was no reported patient death or complications. There was a reported delay in therapy but no harm caused to the patient.